Event description:
Note: company's product labeling and clinical guidelines requires that connections are secured prior to use on pts. This complaint was reported by the distributor, who reported to the best of his recollection. The product reported was produced approximately 1 year ago. To the best of distributor's recollection, this is what happened: at set up, the tubing slipped off of the bushing attached to the anesthesia machine. Facility reattached the tubing to the bushing and proceeded without any further incidents. Reportedly, there were several incidents and there was no pt involvement.